Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings:. No defect was found. The black box shows an unexplained por on (B)(6) 2016 16:00; deliveries never resumed. On (B)(6) 2016 11:14 an unexplained loss of prime occurred; deliveries resumed at 11:38. The tdds add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during the investigation. Unable to duplicate the complaint.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016. The reporter contacted animas and alleged that the patient had blood glucose levels ranging from 288 to 427 mg/dl with large ketones and increased thirst. The patient required no unusual treatment. During troubleshooting, customer support found no potential causes of inaccurate delivery. Time and date were correct, basal and bolus histories were as expected. Customer support referred the patient to a hcp for diabetes management training. The hcp has lost confidence in the pump. This complaint is being reported due to the allegation of inaccurate delivery and because the patient experienced hyperglycemia.